Event description:
After having an eye exam and receiving a precription from an eye care professional, the pt purchased a 6-month supply of contact lenses from coopervision -proclear brand-. When the pt went to use the contacts for the first time, the vision out of their left was obscured to the point that they could not see out of it. The pt went to an eye dr who examined their eyes and the lens, and he determined that the packaging of the lenses had been mislabeled. Pt's prescription was a power of -4.75, and the lenses were a power of +2 -despite being labeled -4.75-. The pt has sent the lenses back to the co for replacement.